Event description:
It was reported that after the rv lead was capped and a new lead implanted, noise was still present. The patient did not receive inappropriate therapy. Four days after lead replacement, the physician opened the pocket to replace the device. With the new sjm device, the noise was still noted. After seeing the noise with yet another competitive device, the physician noted that the noise was physiologic and placed the new sjm device back in the pocket.

Manufacturer narrative:
No medwatch form was received.